Event description:
It was reported that during revision surgery of a total hip it was noticed that the tip of a retractor, 40mm was broken. Date of surgery was (B)(6) 2013. It is unk whether the retractor was already broken at the beginning of the procedure. X-rays were taken as part of the procedure and did not show any piece of metal. Surgery time was extended, but it is unclear by how many minutes. Surgery was completed using another device.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).